Manufacturer narrative:
Concomitant medical products: unknown lead (x3), implant date: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received an inappropriate shock from the cardiac resynchronization therapy defibrillator (crt-d) for atrial fibrillation (af) with rapid ventricular response and that the device feature which discriminates between supraventricular tachycardia (svt) and true ventricular tachyarrhythmias did not discriminate correctly. Underdetection of atrial fibrillation (af) was also present. Follow-up yielded no further information and the device remains in use. No further patient complications have been reported as a result of this event.